Event description:
A caller reported encountering an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with the necessary information to reset the pump, and after the reset, the error was resolved, allowing the caller to successfully start their sensor session.